Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Results: one unit was received for evaluation. Our quality engineer visually inspected the returned unit and confirmed a thin piece of wood on the plunger rod. A complaint history check revealed no similar complaints for reported lot number 6264993. Conclusion: bd was able to confirm the customer's indicated failure based on the provided sample. (B)(4).

Event description:
The customer observed wood particulate in the syringe barrel of the 60ml bd enteral syringe.